Manufacturer narrative:
The type was never changed to a 30d event when it should have been because the patient was (B)(6) years old at the time of the event. This event should have been submitted via 30d timeframe for the 3830 and would have been due on (B)(6) 2011. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was removed due to pocket infection. A new lead was later implanted. No further patient complications were reported as a result of this event.